Event description:
Customer received erratic sodium and potassium results for 12 patient samples. Original results were low and were reported out. Customer is not aware of any adverse affects to the patients, no adverse events were reported. Some of the repeats may have been performed on another analyzer, it is unknown specifically which ones. Patient 1, original sodium result 132, corrected result 139 mmol/l. Patient 2, original sodium result 125, corrected result 140 mmol/l. Patient 3, original sodium result 129, corrected result 145 mmol/l. Patient 4, original sodium result 125, corrected result 140 mmol/l; original potassium result 3.7, corrected result 4.3 mmol/l. Patient 5, original sodium result 128, corrected result 143 mmol/l. Patient 6, original sodium result 124, corrected result 138 mmol/l. Patient 7, original sodium result 128, corrected result 142 mmol/l. Patient 8, original sodium result 128, corrected result 142 mmol/l; original potassium result 3.9, corrected result 4.5 mmol/l. Patient 9, original sodium result 128, corrected result 138 mmol/l. Patient 10, original sodium result 128, corrected result 141 mmol/l. Patient 11, original sodium result 126, corrected result 142 mmol/l. Patient 12, original sodium result 125, corrected result 139 mmol/l. Lot numbers of sodium and potassium electrodes were not provided. The field service representative found the sample probe was damaged and replaced the probe. He performed performance tests, all were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.